Manufacturer narrative:
H3: analysis found that there were no abnormalities with the device. The device was tested and it passed as per specifications. Continuation to d10: section d information references one of the main components of the system. Other relevant device(s) are:- product ID #8253410; serial number #(B)(6); unique identifier (UDI) (B)(4) analysis report: analysis found that there were loose clips. Product ID #8220325; lot no #0217243913; unique identifier (UDI) (B)(4). Analysis report: analysis found that there were broken ferrites on both sides of the probe. Previously mentioned codes like b21, c21 and d16 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received upon communication with customer that the system was not giving stimulation response for one of the nerves. During the procedure, system failed in identifying proper emg responses. Signaled responses when no interactions were happening - making strange sounds and became unreliable. An intervention during the procedure occurred where the surgeon was able to switch system with 2nd system on site to complete case. He also mentioned that after that incident the same system was used for some more cases and it was working fine. The procedure was delayed by 45 mins.

Manufacturer narrative:
Device evaluated by MFR: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was involved in a patient incident where the unit failed to perform properly and a patient was impacted. Additional information was received that during a total thyroidectomy the device malfunctioned by failing to alert the surgeon, ultimately resulting in a nerve being cut. This caused the procedure to be cut short and only a hemithyroidectomy was completed.